Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists infection, stroke, renal dysfunction and hypertension as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized from (B)(6) 2020 through (B)(6) 2020 for bacteremia from a urinary source. The patient was readmitted on (B)(6) 2020 with one day history of nausea, vomiting, and diarrhea. The patient reported having 3 episodes of non-bloody vomiting and diarrhea, chills and subjective fevers. The patient¿s hospitalization was also complicated by supra therapeutic inr. The patient received a dialysis session on (B)(6) 2020; the patient became nauseated and began vomiting. The patient also became hypertensive and altered. A stroke alert was called and a head computed tomography (CT) was ordered. The head CT showed multiple areas of hemorrhage. After discussion with neurology, they believed the lesions were more consistent with septic emboli/abscess. On (B)(6) 2020, the patient¿s mental status was significantly worse. The exam findings were consistent with expansion of intracranial hemorrhage. The patient's wife was contacted and the patient was made comfort measures only (cmo). The patient ultimately expired. It was reported that the device operated as intended and would not be returned for evaluation.